Event description:
Information received from an optometrist in another country. The optometrist reported a patient had been wearing another brand of extended wear contact lenses. The patient was switched to acuvue oasys contact lenses and wore the lenses overnight. The patient returned to the office the following day with pain and photophobia in one eye. The patient was treated with chloramphenicol and the patient returned the following day and there was no change. The optometrist suspected the ulcer was infectious and referred the patient to a hospital eye department. Additional information has been requested, but has not been received to date.

Manufacturer narrative:
Device labeling single use or reuse.